Event description:
The baxter product analysis lab technician reported a colleague infusion pump which alarmed for a downstream occlusion. It was determined from the device event log that this condition interrupted delivery. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.